Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that a longevity calculation was requested on this implantable cardioverter defibrillator (ICD). The device was listed on the shortened replaced window advisory, originally communicated on (B)(6) 2007. No past voltage information was available. A save to disk was to be sent in for analysis to determine when this device hit 2.65 volts. A longevity calculation was performed and there is 1-2 years of battery life remaining. A save to disk was sent in for analysis. Disk analysis results revealed that this product is not exhibiting the advisory behavior as the monitoring voltage was greater than 2.65 volts after 27 months of implant duration. Normal device follow-up was recommended. The device was later explanted and returned for analysis. No adverse patient effects were reported. Although previous disk analysis results revealed that the device was not exhibiting the advisory behavior, initial laboratory analysis found the device did not met longevity expectations per programmed values.